Event description:
It was reported that patient experienced infusion set fell off during use due to adhesive issue, which led to high blood level (500 mg/dl), and it was addressed via correction bolus via pump event on (B)(6) 2026.the length of infusion set was in use for one day. The patient replace infusion set and resumed insulin delivery successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.